Event description:
It was reported that during use with a prismaflex st150 set, an external blood leakage was noted from the luer connector of the access line. It was further reported the luer connector was damaged. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however photographs were provided for investigation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The most likely cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.